Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a damaged teflon pad of the clamp arm. A piece approximately 0.053" x 0.253" in size was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the piece of white plastic on the harmonic ace instrument jaws was partially detached. There was no reported injury.